Event description:
It was reported that this right ventricular (rv) lead exhibited decreasing thresholds and decreasing pace impedance measurements as low as 180 ohms. It was noted that the rv pace impedance measurement at implant was 490 ohms, and this patient was pacer dependent. There were no stored episodes with noise. Technical services (ts) recommended more frequent in-office checks to further evaluate and monitor the lead. Additional information received indicated that the patient was advised to notify the clinic of any presyncope symptoms. It was noted that the battery was near elective replacement indicator (eri), and the plan was to do a remote check or in-clinic check every other month starting with the patient's upcoming appointment on 1/19/2022. Once the battery reaches eri, an echo will be done to evaluate whether lead replacement is needed. This lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.